Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from china that during an embolization treatment of an aneurysm, the coil prematurely detached in the microcatheter. The patient was reported to be fine.